Manufacturer narrative:
Date of event: unknown. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Initial reporting address unknown. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that bd vacutainer® urine analysis preservative tube had erroneous results. No serious injury or medical intervention reported.

Manufacturer narrative:
Date received by manufacturer is corrected to 06/02/2016. PMA / 510(k)# is corrected to exempt.